Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va16enz, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a seemingly constant "funny sensation" about 1 inch above the wire center (hub) in the patient's head, right behind the right ear. The patient confirmed that the sensation did not hurt or bother him, but he was aware of it occurring. It was also stated that the patient experienced jaw, left hand, and left leg tremors in tandem with some speaking problems so the device was reprogrammed from 2.5 to 2.6; the tremor was resolved. It was noted that the patient's concomitant medications included 2 tabs of carbidopa-levodopa 25-10 tabs 4 times per day. Follow-up revealed that it is unknown what circumstances led to the sensation above the wire, but the patient will start keeping a log as the sensation was seemingly random and intermittent. It was also reported that no interventions were taken regarding the issue as they are currently monitoring the sensation. Additional information was received from health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead eroded causing a partial system exposure. It was stated that the issue occurred during normal use and a revision and wash-out was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.